Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a sticky pump. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Visual inspection of the cylinders noted that the first cylinder kink resistant tubing (krt) was worn to the filament. Additionally, the cylinder had wear at a fold in the middle and the proximal end of the cylinder and a hole at the corner of a fold on the proximal end. The second cylinder krt was worn down to the filament and the cylinder had wear at a fold in the middle of the cylinder. A hole was noted in the outer tube consistent with sharp instrument damage. The second cylinder passed the leakage test performed. Visual analysis of the pump did not reveal any anomalies; however, upon functional testing, the pump did not pass the activation tests 2 and 3. Visual analysis of the reservoir noted a hole in the shell consistent with sharp instrument damage. The reservoir adapter had inhibizone (iz) discoloration. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the reported clinical observation of a sticky pump. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a sticky pump. There were no patient complications.